Event description:
Reporter treats sleep apnea patients. Puritan bennett - tyco healthcare - a manufacturer of CPAP -continuous positive air way pressure devises - has sold their company 50 CPAP units -420- CPAP units. After selling several to their patients, reporter noticed that with any other mask but puritan bennett's and at pressures greater than +11cmh20 the units would detect a leak and shut off or lower pressure. Reporter has made the company aware in 2003. They admitted they have duplicated the problem. Their concern is they have been selling this CPAP overseas for about 8 months and to their knowledge have sold over 7500 in the us. As of today they have not issued a recall nor have they notified companies that have purchased this CPAP of the problem. If a sleep apnea pt is using this unit they are at risk of a heart attack and or stroke. Reporter has issued a recall to all their patients. -6- puritan bennett is willing to take the units back which is not their complaint. Reporter feels they should have to officially recall all units.